Event description:
Philips received a complaint from an authorized service provider (asp) on the v60 ventilator indicating that during device testing, the power cord had more resistance than allowed in electrical tests. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The asp replaced the defective power cord, after which the reported issue was resolved.